Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, revealing a rotor bearing was stuck in the motor assembly. If the bearings are not allowed to rotate freely, heat can generate due to excessive friction among rotating components. The motor assembly and rotor assembly were replaced, and the drill will be returned to the user facility.

Event description:
It was reported that during equipment testing, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged w/this event.